Event description:
It was reported that during the pre-use check, the customer found leakage of air from the product. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received without original packaging and inside in a plastic bag. Visual inspection confirmed a pinhole in the breathing bag. During the functional testing the reported issue was confirmed. It is concluded that failure reported could not be reproduced using the tools from assembly and packaging process. The complaint was confirmed. The root cause was unable to be determined, the most probable root cause is that pinholes occurred after the product left the manufacturing facility. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. D3, d4 (UDI), g2, g5 are unknown.